Manufacturer narrative:
(B)(4). The horn cracked in the distal portion of the transducer. Horn broken at bottom of tapped hole for stud. No tears in isolator. Darken color of half of cracked surface implies crack in horn propagated slowly over time, accumulated debris. Hp054 unable to attach/detach device because stud not present (horn broken stud). No additional testing performed.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the mount loose. The device was functionally tested with a generator and an alert screen was displayed. Upon visual inspection to the mount it was observed that the mount was cracked. During the functional test the mount got broken. The instrument was disassembled to inspect the internal components and no anomalies were found. No conclusion could be reach as to what could cause the damage to the mount. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open CABG, 'tighten assembly' was displayed while a dh105 was being activated with the handpiece and the disposable device became not to be activated. Although the device was re-attached many times, the error continued. The number of remaining uses was 86. Another handpiece was used to complete the case. There were no adverse consequences to the patient.